Manufacturer narrative:
The previously applied evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 1.25 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome, failed back surgery syndrome other, and non-malignant pain. On (B)(6) 2016 it was reported that a pump alarm was heard. Telemetry on (B)(6) 2016 confirmed the alarm was due to a reset, but the reporter had not checked the logs to see if there was additional information. The patient had symptoms of withdrawal. The patient started experiencing symptoms of nausea and vomiting within 24 hours of hearing the alarm. The hcp lowered the concentration (1 mg/ml), dropped the dose (0.5 mg/day), and sent the patient home. The patient was scheduled to come back in a week. Additional information was received on 13-jul-2016 from a consumer and it was reported that on (B)(6) 2016 the patient went through horrific withdrawal symptoms. The pump had reset and did not recover; the logs said reset occurred. The patient went through withdra wal for a week. The patient "took oral xanax from her husband or her heart would've blown up". Her heart rate went down to 110 and a blood pressure of 173/96. She went back after a week of withdrawal and the doctor noticed that the pump was set at minimum rate. The doctor thought the patient left the clinic at the same dose she was at prior to the reset, but it was at minimum rate. The pump was currently at 0.5 mg/day and the patient was still miserable. Additional information was received on 18-jul-2016 from a company representative and it was reported that the pump logs were checked and the pump was critically alarming due to reset and low battery reset. The patient went to the ER (emergency room) on friday ((B)(6) 2016) with withdrawal. The patient was currently at the pain clinic to manage the withdrawal. On (B)(6) 2016 the concentration in the pump was changed to 1 mg/ml and a bridge bolus was programmed and lasted 10 days (242 hours). On the tenth day, the reset occurred and the patient started having withdrawal. Pump replacement was being discussed. Additional information was received on 22-jul-2016 from an hcp and it was reported that the cause of the reset alarm was not determined. The issue was not resolved. The pump was reset to minimum dose. Additional information was received on 01-aug-2016 from a company representative and it was reported that the pump was being replaced.

Event description:
The event occurred 2 months ago. The hcp requested the rep ""reset mode" dose down to "minimum dose"". Additionally, the pump was kept on minimum dose and the patient was scheduled for pump replacement as soon as possible.

Manufacturer narrative:
Analysis of the pump on 2016-09-09 revealed high battery resistance. As per the pump¿s log, morphine with concentration 1.0 mg/ml was being administered at a minimum rate (0.0061 mg/day) as of (B)(6) 2016. The pump¿s log also indicated a reset, reset ¿ low battery, and safe state occurred on (B)(6) 2016. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.